Event description:
Procedure: carotid aneurysm. According to the reporter: the thread yielded all long the suture line post-operatively. Three units were used during the same surgery. The wound was re-sutured.

Manufacturer narrative:
(B)(4).